Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a fusion zilver biliary stent system. The stent was placed without difficulty. Immediately after stent placement, the physician was unable to remove the introduction system. After waiting for a short period of time, the physician was able to successfully remove the introduction system. The stent was not dislodged during the removal. Nothing had to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: our evaluation of the returned device was unable to confirm the report as it was described. The introduction system exhibits evidence of application of excessive pressure. The inner catheter has broken at the distal end of the handle. The inner catheter exhibits a small tear near the distal end. The outer catheter has buckled near the distal end of the handle. The tear, buckled area, and break suggest excessive pressure had been applied to the introduction system, perhaps in response to removal difficulties. No portion of the introduction system is missing. The introduction system tip was measured and found to be within our manufacturing specifications. A discrepancy or anomaly that could have contributed to the reported observation of removal difficulty was not observed during our analysis. After a review of the device history record for this device, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. Conclusion: a definitive cause for this observation was unable to be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, scope position or progression of disease state, we can not reproduce the actual conditions of device usage. While clinical conditions are not the sole determining factors, this limits our ability to conclusively determine the cause for this observation. However, we can provide the following comments: additional information indicated that a sphincterotomy and biliary dilation was not completed prior to the attempted stent deployment. The instructions for use for this product line advise the user that a sphincterotomy and/or dilation of the strictured area may be performed. These activities may ease stent deployment in narrowed strictures. Because dilation of the stricture was not performed, this could have contributed to the reported observation. Damage to the introduction system such as buckling and breakage can occur if excessive pressure is applied to the introduction system, perhaps when removal difficulties were encountered. Prior to distribution, all zilver metal biliary stent introduction systems are subjected to a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because a discrepancy or anomaly that could have contributed to the report was not observed during our analysis. Customer quality assurance will continue to monitor for complaint trends.